Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: bd was not able to verify the indicated failure. This is the 53rd complaint for lot # 8324761 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was blocked before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found that one syringe needle could not exhaust during the exhaust process, resulting in the failure of normal injection process."